Manufacturer narrative:
One unit was returned for investigation. Device was subjected to leak testing where it was found that there was no leak. Root cause analysis not done due to no error being found. DHR review done with no deviations identified during manufacturing.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits was malfunctioning. During the pre-use check, leakage of air from the product was observed. No patient injury.